Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported that the ventilator keeps freezing with multiple error codes. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support and found in the ventilator's diagnostic logs error codes indicating- 35 volts supply failed, auxiliary alarm supply failed, blower stalled, backup alarm failed and ventilator restarted due to anomalies detected during operation. The customer verified that the power supply voltages are within specification and was advised to replace the power management board.

Manufacturer narrative:
G4: 18mar2020. B4: 18mar2020. The customer reported that replacing the power management board addressed the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30mar2020. B4: 31mar2020. The customer reported that the unit was in use on a patient during the event with no harm noted. Due to limited information provided, provision of medical intervention to prevent/preclude harm is unclear and therefore has not been ruled out. Assessment of complaint with this assumption has been considered via clinical risk review and shall be reported as serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.